Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly failed to charge its internal battery. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the investigation of the internal battery, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.